Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to atrial fibrillation with rapid ventricular response (rvr). The patient experienced dizziness and peripheral vision loss that resolved in a couple of hours. It was then found that the right ventricular (rv) lead exhibited high pacing impedance and high threshold. Both the ICD and rv lead were explanted and replaced. The patient was in stable condition with no adverse health consequences.